Event description:
The user returned the device to olympus due to the endoscopic image failure. There was no report of patient injury associated with the event. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the monitor screen turned black and the endoscopic image was not displayed due to the damage of the imaging unit, but the image was restored.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -due to the stretch of the angle wire, the angulation was insufficient. -the video connector was cracked due to an external factor. -the video connector, control section, grip unit, light guide connector, light guide cover glass, and video connector case were scratched by external factors. -due to insufficient cleaning, the control section had dirt that was difficult to remove. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the scope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.